Event description:
This event was created from a journal article in the annals of vascular surgery, titled "proximal type I endoleak after endovascular abdominal aortic aneurysm repair: predictive factors" ann vasc surg 2004; 18: 621-628. Article citation: sergio m. Sampaio, md, jean m. Panneton, md, geza I. Mozes, md, james c. Andrews, md,4 thomas c. Bower, md, manju karla, mb, bs, audra a. Noel, md, kenneth j. Cherry, md, timothy sullivan, md, and peter gloviczki, md, rochester, minnesota and norfolk, virginia. The article reviewed 202 patients whose records included the preoperative and at least one postoperative computed tomography (CT) scan. Of which 38 of 202 were implanted with an ancure endograft. One patient survived an emergency open repair of a ruptured aneurysm after significant expansion. Clinical observations: type one endoleaks, graft migration, aneurysm growth, and aneurysm rupture, requiring surgical intervention.

Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.